Event description:
Customer's mother reports that customer's health care professional advised that insulin pump be upgraded to the new 530g. Customer's mother reports physical damage to insulin pump. It is reported that there are lines on display screen. Customer was not available with pump in order to troubleshoot. Customer's mother was advised to call back when pump was available. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.